Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The eccentric, de novo, 18mm x 3.0mm target lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery. A 3.00 x 20 synergy ii drug-eluting stent was selected for use. However, during preparation, it was noticed that the stent itself was deformed upon flushing. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.